Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, dizziness and/or headache, nausea / vomiting, inflammatory response. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, dizziness and/or headache, nausea / vomiting, inflammatory response. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube on customer¿s humidifier and verified the heated tube did heat. Pil observed the following sound abatement degraded foam indications like- black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower box. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings like- 25 errors were logged, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, ui (user interface) knob broken, missing sd card cover, missing 4 non-slip pads on bottom enclosures, humidifier connector j9 thermal event see (B)(4), potential insect infestation inside device, missing 2 non-slip pads on bottom enclosure of humidifier, dust-like contamination inside humidifier enclosure, both front screw bosses broken in humidifier enclosure, flip lid stop broken on humidifier, water tank missing. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Box d: suspect medical device (device avail. For eval, date returned), box h: device manufacturers (if follow-up, what type, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.